Event description:
Customer's father reported the death of his son. Caller stated that his son was diabetic. The cause of death is unknown. Caller unsure if customer was wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.